Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. The broken cannula part was still in the tubing. Also the insertion needle was found to be bent at the needle casing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that he had an issue with the sensor. When the customer attempted to remove the needle hub, the whole sensor came out. The needle hub snapped and was hard to pull. It was like the sensor was stuck to the needle. The customer was advised that the device would be replaced and agreed to return the product for analysis.